Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer continued to use the pump and supplies for insulin delivery. Customer's blood glucose was in the 200s mg/dl range.